Manufacturer narrative:
Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Section h6 correction: medical device problem code 1384 - mechanical problem added. Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 21mar2025 through 25mar2025, per the timestamps. The log file captured several low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pulsatility index (pi) events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, dyspnea, and hypertension, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Section 6 of the IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of mild to moderate right ventricle systolic dysfunction prior to ventricular assist device implant based on echocardiogram reports from early 2018. It was unclear if the vad contributed to the worsening right heart failure. In regard to the patient's anticoagulation status, the patient had erratic follow-up despite and did not get their international normalized ratio drawn during the month of (B)(6) 2025, although they stated they continued to take their warfarin daily during that time. Heparin drip bridging and continuation of chronic anticoagulation (warfarin) was performed to treat the right ventricular thrombus. The thrombus had not resolved and was present in the patient's most recent echo on (B)(6) 2025.

Manufacturer narrative:
Section b1: type of report corrected. Section b3: date of event has been estimated. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 21mar2025 through 25mar2025, per the timestamps. The log file captured several low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pulsatility index (pi) events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, dyspnea, and hypertension, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Section 6 of the IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated that they started experiencing low flow alarms a couple weeks prior to on (B)(6) 2025 but was unsure of the exact date. The first documented low flow alarm upon interrogation was found on (B)(6) 2025. The patient experienced symptoms of dyspnea, belly bloating, and edema. The patient was admitted to the hospital and computed tomography angiography (cta) was performed. The cta showed no abnormalities of the inner or outer graft emanating from the left ventricular assist device. The patient was noted to be hypervolemic. Telemetry and an echocardiogram were taken and noted no significant arrhythmias. An echo was also performed on (B)(6) 2025 and revealed worsening right ventricular function with right ventricular thrombus at the apex. The progressive right ventricular failure was thought to be the cause of the low flow alarms. The low flow alarms resolved with IV diuresis. The patient's guideline-directed medical therapy was increased due to hypertension. The plan was to have the patient repeat right heart catheterization (rhc) in 3 months with transthoracic echocardiogram performed prior. They were unable to undergo rhc at admission due to right ventricular thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.